Manufacturer narrative:
Product event: (B)(4) patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During an ortho case, the surgeon reported the aquamantys device produced higher tissue effect than expected. He dissected the small amount of the effected tissue away and was able to fully close the patient¿s incision.